Event description:
It was reported that the clinician programmer displayed end-of-service (eos) while the implantable neurostimulator (ins) battery voltage was at 2.73v. The ins had been implanted about a year prior to the report and had been programmed to continuous mode. Impedance measurements were not available. However, it was suspected that a short circuit had been activated in the system. The patient experienced a relapse of their parkinson¿s symptoms, which were insufficiently controlled by unilateral stimulation. The device hadn't been explanted. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
(B)(4).